Manufacturer narrative:
Device eval by MFR: returned product consisted of a jetstream xc-2.1. The abbott bare .014 filter wire was in the device when returned. The device and the catheter shaft were analyzed for damage. Visual examination showed no damage. The device could not be tested due to the baton and the electrical connections being cut off by the customer site. The device showed a filter guidewire stuck in the guidewire lumen. The guidewire was sticking out of the tip approximately 16cm and sticking out of the pod end 150cm. Inspection of the remainder of the device revealed no damage or irregularities.

Event description:
It was reported that the device became stuck on the guidewire. During the atherectomy procedure in the superficial femoral artery (sfa), the jetstream xc catheter, 2.4mm, was advanced over the non-bsc guidewire and embolic protection filter using rotaglide atherectomy lubricant. The target vessel was moderately calcified and mildly tortuous. During use, the tip of the guidewire remained 10 cm from the distal tip of the jetstream. The jetstream became stuck on the guidewire and was unable to be removed on its own. The guidewire, filter, and jetstream were all removed together as a result. Wire access was regained, and the procedure was completed using a drug-coated balloon. There were no reported adverse consequences to the patient.